Manufacturer narrative:
Pump serial numbers: (B)(4).

Event description:
Quarterly summary report for alleged altitude alarms: it was reported that an altitude alarm occurred within labeled altitude range. The alarm was ultimately cleared or user reverted to an alternate method of insulin therapy to address the issue. There was no adverse effect.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, a different issue was found in the pump logs (occlusion alarm); however, no failure was identified.